Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced skin irritation at the implant site. The device was explanted under general anaesthesia on (B)(6) 2023 and the patient was reimplanted with transcutaneous osia implant system during the same surgery.